Event description:
A tech reported a pt with an unexpected post operative outcome at two weeks lasik post operative visit. Additional info has been requested. This report represents pt three of three from facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the device history record review indicated the product met release criteria. (B)(4).